Event description:
It was reported that this insertable cardiac monitor (icm) device was removed. The patient reported the device began to come out of their skin. This caused an infection. The physician removed the icm device. No other devices have been implanted at this time. The device has not been returned to boston scientific. No additional adverse patient effects were reported.